Event description:
It was reported that a primary infusion of d5w was programmed to deliver at a rate of 10ml/hr and a subsequent secondary infusion was programmed to deliver a bolus of potassium chloride at a rate of 100ml/hr. The customer stated that during the secondary infusion, medication was also delivering from the primary IV container. The customer also stated that when a clamp was applied to the primary line, occurrences of flow from the primary container were still observed.

Manufacturer narrative:
(B)(6). Sigma evaluated the device in question. A flow rate test was performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log with the unit passing. Upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. No device malfunction could be identified. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300ml/hr.